Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer replaced the open/close sensor. The fse noted that, since the fse had been on site two days earlier for the same issue, performed extended testing. The customer and fse opened and closed the drawer approximately 60 times. The issue occurred once but could not be reproduced afterward. As the unit was a legacy full-height drawer, supervisor instructed that if the issue continues, to proceed with ordering a replacement enhanced drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and was recoverable, but it continued to fail repeatedly. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.